Event description:
The customer reported being hospitalized for high blood glucose reading of 412mg/dl. The customer stated that she was not able to lower her glucose level, and she started to feel symptoms of diabetes ketoacidosis. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The programming, basals, time, and date on the infusion pump were correct. The daily totals and bolus history were accurate. While attempting to run a fixed prime test, the call was disconnected. The customer called back and stated that the alarm history revealed a no delivery alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.